Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that there was intermittent sound. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, the pump was returned with the audio tone alarm operating properly. The issue could not be duplicated. The sound test passed within specification. The pump was opened and there was no intermittent condition found. Unrelated to the original complaint, the battery compartment was observed to be cracked.